Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not get a threshold suspend. Customer was not feeling well. Son came home and found her slumped over in the chair. The paramedics were called. Customer was treated at home. The blood glucose reading was 30 mg/dl. This is a past event. The current blood glucose reading is 280 mg/dl. Customer has treated with the insulin pump. Customer has just eaten a meal. Twenty minutes later the blood glucose reading is 267 mg/dl. Nothing further reported.